Manufacturer narrative:
Device code a020503 is selected to represent the reportable event of packaging seal compromised. The device was returned to the lab in its packaging. Analysis identified some minor damage to the outside of box, however the seal around the scope was not compromised. The reported complaint was not confirmed as the seal was not compromised. Based on all gathered information and the results of the product analysis, the complaint investigation conclusion code selected is no problem detected, which indicates the device complaint or problem cannot be confirmed.

Event description:
It was reported that during the preparation, the seal of the lithovue flexscope package was found to be broken upon opening. To complete the procedure, a new scope was used. There were no patient complications reported.

Event description:
It was reported that during the preparation, the seal of the lithovue flexscope package was found to be broken upon opening. To complete the procedure, a new scope was used. There were no patient complications reported.

Manufacturer narrative:
Block h6: device code a020503 is selected to represent the reportable event of packaging seal compromised.